Manufacturer narrative:
The session records were reviewed and it was determined that the device entered bluetooth (ble) lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.

Event description:
It was reported, technical support was contacted due to the device being unable to connect to the remote monitoring application via bluetooth (ble) telemetry. Technical support recommended an in clinic follow up as trouble shooting was unsuccessful. An in clinic follow up was performed and the device was able to be interrogated using ble telemetry. The patient was stable.